Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they had concerns with their front teeth. Photos provided by patient confirmed that there is tipping on #8 and #9. Advised patient of rest period for tipping. Tipping was reported by customer service.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.